Event description:
It was reported that during a device change-out, the physician was unable to unscrew svc coil connection. The svc connection was cut and isolate. The device was explanted and replaced. The new device was reprogrammed. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.